Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "liner would not lock into trident psl shell despite excellent exposure. Three attempts were made. Another liner with another lot #locked in without difficulty."